Event description:
Pt developed a hemorrhage in the right lateral cerebral ventricle at the time of removal of a catheter that had been placed in the ventricle 2 days earlier during surgery for chiari I malformation and syringomyelia. Pt requried external csf drainage for 1 week after the episode. She appears to have recovered fully from the intraventricular hemorrhage.